Event description:
Resident cutting 1st inner space left foot with #15 blade. It broke in patient and broken piece was recovered fully intact, surgery continued as documented. Surgeon pieced the blade together and there were no visible missing pieces. Post-op x-ray showed no foreign body and there was no injury to the patient.